Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the chamber dome of an (B)(4) vented autofeed humidification chamber was damaged after 11 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected for the reported damage. Results: visual inspection revealed three vertical cracks near the base. One was below the port and the other two were near the hinge bracket and the other port. Flow marks and residue was also noted on the chamber dome. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol resulting in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the returned chamber was damaged after it was released for distribution. The customer only reported the cracking after 11 days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of 10 devices per million sold worldwide in the last year to the end of (B)(6) 2015.